Event description:
It was reported that the pt's (B)(6) trial leads (from the same lot) were explanted due to infection. Antibiotics were administered to the pt as treatment. A culture was taken; however, the results have not been disclosed. Follow-up on this matter found the infecton has since healed.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.